Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implant procedure was for a revision due to the right ventricular (rv) lead not sensing or capturing and had dislodged. The right atrial (ra) lead was no longer sensing or capturing. The patient complained of palpitations and "head pounding." The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.